Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse replaced valve v5 and successfully filled wash concentrate canister. Customer successfully ran calibrations and qc.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the unicel dxc 600 pro instrument leaking from the top of the wash concentrate 2 bottle. The instrument generated a system error "wash concentrate canister did not fill in time." No fumes were produced and the customer was not harmed and did not need medical treatment from exposure to leakage. No reports of death or injury have been reported in connection with this event.